Event description:
It was reported that, "on (B)(6) 2024, when the nurse inserted the PICC line into the patient, the blood returned normally. However, when inserting the metal guidewire into the patient, it was difficult to insert. After replacing the three puncture points, it was found that the blood returned normally and the guidewire could not enter. The observation revealed that the guidewire was damaged. The inner guidewire cannot be inserted. The medical staff immediately replaced the patient with a new puncture kit, calmed the patient's emotions, and explained the situation to the patient. The patient's skin suffered secondary damage. This incident caused serious adverse effects. The medical staff reported the incident to the head nurse."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.